Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta valve was implanted. In (B)(6) 2015, the patient presented with dyspnea and structural valve deterioration. Aortic insufficiency was diagnosed. On (B)(6) 2015, the valve was explanted and a leaflet tear was observed. The valve was replaced with a 23 mm sjm epic valve. The patient was reported to be in stable postoperatively.

Manufacturer narrative:
Additional information: the valve was returned for analysis on 07 april 2015 and was inadvertently misplaced. After an extensive investigation, the misplaced product was located and the device analysis was performed. The results of this investigation indicated tears within all three cusps at basilar attachment. There was a thin layer of surface fibrin on cusp 2. There was surface foreign material on cusps 2 and 3 which could not be further characterized by the pathologic examination. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the foreign material, fibrin, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.